Event description:
According to the reporter the customer had a bravo capsule which failed to attach, no harm was caused to the patient and a repeat procedure was performed. It was reported no intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the bravo procedure for more than one year. It is unknown what the vacuum source was and the vacuum pressure before. It is also unknown if lubricant was used to facilitate capsule placement. The delivery system and the capsule will not be returned to given, as the customer discarded the device. The physician reports they are not sure what caused the failure to attach.